Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that during the index procedure, the physician used two reliant balloons as part of the procedure. Both balloons burst while ballooning in the same area of the proximal common iliac artery. The area had overlapping stent grafts, and there was no movement of the balloons while the balloon was inflated. Nothing unusual in the ballooning procedure was noted. The first balloon was inflated approximately 4 times, and the second balloon was used about twice. After the second balloon burst, the procedure was completed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).